Event description:
It was reported that an infusor had droplets of fluid inside the housing and on the outside of the reservoir. This occurred during patient infusion with an unknown chemotherapy drug. It was further reported that the nurses attached the luer backwards to flush the line. There was no report of patient injury, medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not available; therefore, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).